Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
During a quality control inspection performed after the citadel bed frame was returned from the customer, an arjo service technician observed that the bed moved into the chair position without any command being given. There was no patient involvement. No injury was reported. The right-hand head-end safety side had a defective auto-chair button on the nurse control panel. The issue was resolved by replacing the side rail.